Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 9 of 12 MDR's filed for the same event (reference 1825034-2015-04592 / 04593 / 04594 / 04595 / 04596 / 04597 / 04598 / 04599 / 04600 / 04601 / 04602 / and 04603).

Event description:
It was reported patient underwent a left total hip arhtroplasty utilizing competitor products on an unknown date. Patient was revised on (B)(6) 2012 due to infection using biomet spacer molds. Patient underwent a revision procedure on (B)(6) 2015. A custom left triflange was implanted along with a competitor femoral stem. Subsequently the patient was revised (B)(6) 2015 due to infection. The custom triflange was removed and replaced.